Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer also reported observing bent cannulas and other issues while priming. The customer stated they have changed out their infusion set three times, but the alarm persisted. Customer's blood glucose was 512 mg/dl. The customer was able to lower their blood glucose to 449 mg/dl with 8 units of insulin by manual injections. Customer also reported insulin was able to exit from the tubing with a push plunger. The insulin pump did not alarm no delivery with a manual prime during troubleshooting. Customer was advised their insulin pump was working as designed. The customer declined to have their supplies replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.